Event description:
It was reported that; one cap was broken when doctor try to use tightener to insert and lock the cap

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, risk assessment; result: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The blocker was inspected and it was found that it had fractures. Conclusion: the plausible root cause of the event is use of force for tightening.

Event description:
It was reported that; one cap was broken when doctor try to use tightener to insert and lock the cap.